Manufacturer narrative:
The lot history records related to the subject device referenced in this complaint record were reviewed for potential contributing factors for the failure mode(s) described in this event. A review of the device quality records showed that the device(s) demonstrated compliance to established procedures and specifications at the time of manufacture.

Event description:
The patient was initially treated with ovation ix to treat an abdominal aortic aneurysm. The patient presented approximately 1-month post-op with left leg claudication. A cta scan revealed a total occlusion of the left iliac limb stent graft. The physician is planning to treat the patient by fem-fem bypass- right common fem to left common fem. The treatment has not yet been scheduled. The current patient condition was not initially reported.

Event description:
Subsequent to the initial report additional information was received reporting that re-intervention was performed in mid (B)(6) 2018; however, detailed information was not provided.

Manufacturer narrative:
Based on the description of the event and provided medical records, clinical assessment confirmed the reported event of left iliac occlusion. The occlusion is most likely user and/or anatomy related due to the off label neck angle and the smaller left limb diameter at the superior stent margin, and/or placement of a second limb extension distally. Procedure related harms and the final patient disposition could not be determined. It was been reported that the patient had surgical intervention. The final patient status was not reported. In addition, clinical assessment determined that there was evidence to reasonable suggest a type ia endoleak via review of the one month post implant computed tomography scan. The type ia endoleak is most likely user related due to the off label neck angle. The review of manufacturing lot confirmed all devices met specifications prior to release. No additional investigations of this reported complaint are planned. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed.